Event description:
The technician alleged the brake casters ratchet slightly on the head end of the stretcher. No patient impact.

Manufacturer narrative:
The technician replaced the head end brake casters to resolve the issue.